Manufacturer narrative:
Additional information: d9, h3, h6, and h10. H10: the device was received for evaluation. A visual inspection was performed, and it was noted that there was a greenish mark (particle) on the polyurethane (pur)-cutting surface. The particle had a gluey consistency which could not be detached from the surface. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/23/2021.

Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter was observed inside the cap of a polyflux 17l dialyzer before patient use. There was no patient involvement. No additional information is available.